Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: two openings observed on anterior and posterior side assessed as surgical damage and one opening on valve side assessed as cracked valve seat diaphragm valve. Additional observations: white particles device inner surface. Wear abrasion observed. Nick striated observed assessed as surgical tool scratch like. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: h3, h6.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Event description:
Healthcare professional reported left side deflation. Device has been explanted

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.